Event description:
The customer reported having an issue with insulin delivery and ended in the hospital with high blood glucose. After her glucose level was stable she was able to start wearing the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.